Manufacturer narrative:
(B)(4).

Event description:
Customer called to report fluid detector (fd7) errors on the coulter lh750 hematology analyzer slidemaker. On the following day, the field service engineer (fse) inspected the instrument and observed a leak at solenoid 118, which caused the fd7 errors. The fse then replaced the fluid detector, and found no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.